Event description:
It was reported that the patient had a loss of therapeutic effect and the device was not working as it was before. The patient was having increased urgency. The last reprogramming session was about three years ago, and she has tried all four different programs. When she tried a different program, it would work for a day and the back to what it was before. She currently does not have a following physician. It was also reported that when the patient would go through a theft detector at a store, she sometimes would get a "zap." The stimulator was left turned on. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID: 3889-28, lot# v053691, implanted: (B)(6) 2007, product type: lead. Product ID: 3037, serial# (B)(4), implanted: (B)(6) 2007, product type: programmer. (B)(4).